Event description:
Pt reported they have been using the same pump for three and a half years. Pt reports when they turn the wheel it is skipping, not turning/release and having spring issues unwinding it. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% - 12gm. Hizentra indication: selective deficiency of immunoglobulin g [igg] subclasses. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.